Manufacturer narrative:
This part is not approved for use in the united states, however, a like device catalog # car-08, 510k # k181348 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly it was reported that the patient underwent a surgical procedure on the toe. It was reported that the patient is in pain which lead to a revision and removal of the implant. During the revision a fusion was performed using an allograft bone graft to fill the voide in combination wit a plate and screws.